Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During set up for the procedure, the device did not run the disposable. Another like device was used to complete the procedure with no adverse patient consequences.